Manufacturer narrative:
Block h6, method code 86 was used as no product was returned for evaluation.

Event description:
During an av graft procedure, the catheter balloon was inflated several times at 17-18 atm before the balloon burst. When removing the catheter from the pt, the balloon detached from the shaft. The catheter balloon was trapped on the indwelling wire and was successfully removed using a goose neck snare. No further complications were reported.